Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following in combination led to the malfunction: the conditions inside the autoclave during sterilization did not meet the requirements specified in the instruction manual; damage caused by chemical solutions when manual cleaning (using high concentrations of chemical solutions without following the dilution conditions, etc.); damage by autoclaving with chemical solution remnants. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital.

Event description:
It was reported, that while sterilizing the forceps/irrigation plug in an autoclave at 132 degrees for 5 minutes, under the sterilization conditions specified in the instruction manual, the stem of the faucet melted and stuck to the sterilized pack. There were no reports of patient harm.